Event description:
It was reported that the "inflation line and pilot balloon disengaged during patient use." There was a patient involvement, but no harm/adverse event reported. Tracheostomy tube replacement for patient treatment.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.